Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range impedance measurements greater than 2,000 ohms were observed on the right atrial (ra) lead. The patient implanted with this device system suffers from chronic atrial fibrillation. No loss of pacing was observed and to date, no adverse patient effects were reported with this clinical observation. The physician would continue to monitor the device system.